Manufacturer narrative:
Report date: 04apr2019. Manufacture date: 08mar2019. Information was received that replacing the battery and power strip overlay addressed the issue and that soon after the display was blank. The customer stated that the backlight was detectable but the display stayed blank. The customer found the display had an unseated connector and reseated the connector to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The customer troubleshot with technical support. The customer was advised to swap the battery and the beeping went away. The customer ordered a battery to address the issue. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator powered off and when connected to alternate current that the unit beeps every 15 seconds. There was no patient involvement. The event date was not specified; estimate used.